Event description:
The customer reported a loud pop an then no image was produced. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and repaired a broken pin in the lemo connector. The system operates as intended.